Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. "Refrence" MFR report number: 1627487-2019-00044. It was reported the patient experienced ineffective stimulation. Surgical intervention is planned to address this issue.

Event description:
Device 1 of 2. Reference MFR report number: 1627487-2019-00044.